Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the insulin pump alarmed motor error. The customer stated she had a MRI test and left pump on her. Now, the pump is alarming. The customer's blood glucose was 117mg/dl. The customer was advised the pump will need to be replaced and discontinue use of the pump.

Manufacturer narrative:
The insulin pump was received with a constant motor error alarm during rewind due to motor encoder out of phase. Unable to perform displacement test, confirm e70 alarm or complete functional testing due to motor error alarm. The insulin pump had cracked case on the display window corners, minor scratched lcd window, cracked reservoir tube, cracked reservoir tube window, cracked reservoir tube lip and cracked battery tube threads. The insulin pump was missing the end cap sticker and the address serial number label.